Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the pulse generator exhibited noise. On (B)(6) 2018 the device was explanted and replaced. The patient was in stable condition prior, during, and post operation.